Manufacturer narrative:
Date is estimated; month and year are valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a week ago the patient started to feel like a thousand volts were going through them and their body was going numb after so long. The patient also felt weird pain as well. Patient said they turned their stimulation off and their symptoms were slightly improving. Patient also mentioned that their healthcare provider told them to call [manufacturer] and that it could be a simple battery change but the patient didn't know anything about that. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.